Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier has not been received for evaluation. The customer has elected to retain it and continue using it until a replacement device can be provided. The failure of the audio alarm does not affect the functionality of the airvo and warnings are still received via the visual display on the airvo screen. Results: previous investigations into audio alarm failures have identified that the problem is caused by a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. A lot check revealed no other complaints of this nature for lot number 151103. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. As part of our ongoing product improvement initiatives, we recently implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. The subject airvo was manufactured prior to implementation of the soak test. The myairvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A home patient in the (B)(6) reported that their pt100 myairvo humidifier did not have an audible alarm. There was no patient consequence.